Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: baker grade IV capsular contracture.

Event description:
Patient reported "capsular contracture baker grade IV/v" and "lots of pain." Healthcare professional later reported "baker grade IV capsular contracture." Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Patient reported right side "capsular contracture baker grade IV/v" and "lots of pain." Healthcare professional later reported "capsular contracture baker grade IV." Device has been explanted.